Manufacturer narrative:
Date sent to FDA: 8/28/2017. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Was there a problem with the ethibond and if it caused/contributed to the event of superficial surgical site infection.

Event description:
It was reported in a journal article that a patient underwent shoulder arthroplasty procedure and suture was used. Tuberosity fixation was augmented with autografting. Suture was passed through holes created on each end of the cancellous autologous block graft to fix the graft to the tuberosities and the component. The tuberosities were fixed to the humeral component and the proximal humerus through the previously created holes using sutures and the vertical and horizontal cerclage techniques. Post operatively, superficial surgical site infection was observed and the patient was treated with antibiotherapy. Additional information has been requested.